Event description:
Implanted (B)(6) 2012.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the patient underwent surgery 5 months ago on (B)(6) 2012 to treat a right sided intertrochanteric proximal femur fracture. Patient was implanted with lcp dhs plate and dhs lag screw as indicated for this fracture pattern. The patient presented again after an innocuous trip with hip pain. X-rays taken on an unknown date showed that the original intertrochanteric fracture was healing but the femur had fractured in the subtrochanteric region where the dhs plate was sitting on the femur. The lag screw had snapped at the junction with the medial part of the dhs plate barrel. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. The dhs plate and lag screw were successfully retrieved and replaced with a long pfna. Tissue samples were sent histology and culture sensitivity. The patient showed no growth from the culture swabs taken at the fracture site and from the removed implants. Reportedly, the histopathology report from the reamings of the proximal femur showed dead bony spicules with very scanty fatty marrow; there is no evidence of inflammation or any haemopoietic marrow cells seen. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. No visible damages at the plate. Based on the rms investigation the failure of the dhs, dcs screw was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize double sided bending moments for a large number of cycles. Postoperative activities may have played a certain role to. There is no indication that the plate had any negative influence on the breakage of the screw. Implant date should be (B)(6) 2012: entered in error.